Event description:
During resmed evaluation, an astral device did not power on. There was no harm or serious injury reported as a result of the incident.

Manufacturer narrative:
The main circuit board was replaced to address the reported complaint. The device was deemed beyond repair and scrapped per customer's request. Resmed reference#: (B)(4).